Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation - product testing was performed and defect found on returned meter: meter displays = = =. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint the true metrix meter displayed. The customer feels well and did not report any symptoms. Customer stated she had been hospitalized a few days prior to the call due to high blood glucose. Customer stated that after returning home from the hospital the meter had displayed the 2 rows of dashes. Customer confirmed she had the true metrix meter prior to the hospitalization. No further information about the medical intervention was provided.